Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). No known impact or consequence to patient. An evaluation is in process.

Event description:
The customer observed discrepant hematology results on the cell-dyn sapphire analyzer. The following data was provided: hemoglobin initial (closed mode) 7.04, repeat (open mode) 12.6 g/dl. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. An issue with the aspiration and dispense area of the analyzer was found, and the issue was resolved by instrument service troubleshooting and replacing parts. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.